Event description:
It was reported that the patient was experiencing increased charging burden. It was also stated that the patient's ipg was turning off unprompted causing shocking sensation in buttocks and producing minimal to no pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.